Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue. The fse took off the cover of the gimbal and found a a cable not sitting in the pulley. After seating the cable in the pulley the resistance was gone. The fse completed the intuitive motion, and it was good and the issue was resolved.

Event description:
It was reported that during adrenalectomy da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported the surgeon informed the hand control at console 2 is stiff. The system logs show no associated errors. Prior to calling, the surgeon moved to console 1 to proceed with the case. The customer explained that the grip function feels normal, but the hand control feels stiff during normal articulation of the arm. The customer is continuing with the case and no troubleshooting was performed during the call. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed only using console 1. The procedure was completed using all 4 arms.